Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-52 implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device went to normal battery depletion; however, it was noted that there was sixty cycle noise observed during threshold testing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device went to normal battery depletion; however, it was noted that there was sixty cycle noise observed during threshold testing on the atrial lead and right ventricular lead. The physician indicated that the same noise was noted in atrial high rate episodes. The device was explanted and replaced. It was also reported that during the device replacement procedure, both leads were tested with the analyzer and the measurements were within normal limits. When the leads were connected to the new device there was no evidence of noise; therefore, the leads remain in use. No patient complications have been reported as a result of this event.